Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs. Patient information and treatment settings were provided; however no photograph of the reported sequela was provided. A lumenis healthcare professional evaluated the reported event detail and patient treatment settings concluding that the treatment parameters were appropriate based on common medical practice and device labeling. Furthermore, the professional concluded the report of scarring is a serious injury. An examination of the subject device laser by a lumenis technical specialist concluded the energy and calibration were within manufacture's specification. The engineer noted they cleaned the power meter windows for both hand pieces. Subject device malfunction is not the suspected cause of the event reported. A review of subject device IFU found instructions for maintenance and cleaning of the energy meter windows of the device: cleaning the energy meter windows each handpiece has a corresponding cradle on the laser console. Beneath the cradle is a glass-covered energy meter. If this protective glass window on either cradle becomes dirty or covered with spilled liquid, remove the cradles and clean the window. To remove the window for cleaning (the following step numbers refer to the numbers in the figure below): 1 remove the rubber cradle by pulling up on the u-shaped bracket. 2 pull the energy meter window up from its location, notice there is a special indentation in the boot that is designed to enable finger insertion. 3 clean the window and re-insert it back in the boot. Before cleaning, wear gloves to avoid getting fingerprints or smudges on the window. Clean the window in the same manner as the handpiece tip or by using common glass cleaners. Remove any residue or haze remaining on the energy meter window by wiping with a clean, dry towel. Hold the window by the sides only - do not touch the surfaces to avoid leaving stains or fingerprint - and re-insert the window into its seat. Re-insert the rubber cradle to its place, ensuring that both magnets attach properly. Lumenis concludes the probable cause for the event reported to be operator maintenance issue: a failure on the part of device operator to maintain the subject device as directed in IFU and training.

Event description:
A user facility reported that one (1) patient sustained a small scar to the chin following hr treatment with a lumenis lightsheer duet laser et handpiece.